Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had air bubbles in their reservoir. Customer also stated the air bubbles were located by the o ring. The customer's blood glucose was 88 mg/dl. No additional information provided.